Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign health care provider (hcp) via a manufacturer representative manufacturer representative regarding a patient who received unknown baclofen (400.0mcg/ml, 150.04mcg/day), clonidine (200.0mcg/ml, 75.02mcg/day) and dilaudid (unknown concentration, 1.5004mg/day) in an implantable pump for an unknown indication for use. The patient medical history and concomitant medications were unable to be obtained. The patient returned to the hospital due to a return of pain symptoms. Pump interrogation indicated a motor stall occurred. Provided screenshots of the clinician programmer indicated the motor stall occurred on (B)(6) 2017 at 21:32 with no recorded recovery. The hcp was to replace the pump as soon as possible, no date scheduled. There were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included pump interrogation. The issue was considered ongoing. The pump status was indicated as implanted - out of service. The status of the patient was stated to be alive and with no injury. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the pump, model# 8637-20, serial# (B)(4), found a gear train anomaly (corrosion and-or wear and-or lubrication). The gear train anomaly/stall was due to the shaft bearing. Residue was observed on the gear shaft of the motor gear train. Residue was observed on the gear shaft of the motor gear train. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (confirmed via healthcare provider) indicated the replacement occurred on (B)(6)2017. The patient felt fine and was receiving effective therapy. The pump would be returned.